Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and multiple parts were malfunctioned. The fse indicated the sample probe inner wash valve was malfunctioned. The reagent syringe was leaking, and sample syringe was worn out. The fse replaced the wash valve, the reagent probe and the sample probe and cleaned cuvettes to resolve the issue. The fse performed reagent blank, calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for multiple analytes on their au480 clinical chemistry analyzer. The customer only specified that sodium results were affected. The customer released the low results out of the laboratory. However, several samples were repeated, and results were amended later. The customer indicated one patient was brought back to the emergency department for a sample recollection. Upon repeat, this patient¿s results were within range. The patient was not given any medication and was released from the hospital. The customer confirmed there was no change to patient management. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.